Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the peritonitis was reported as due to fever. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of amikacin (500 mg per day, route and duration not reported). On an unknown date, the patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). No additional information is available.